Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident was a failure of the ac power supply, transistors q1 and q2 were found to be shorted and a fuse blown.

Event description:
It was reported that the device would not power on ac source. There was no report of pt involvement with incident.